Event description:
The patient reported that on (B)(6) 2011 the basal history recorded a rate of 0 units at 8:47pm. He denied doing anything with the pump at that time that would interrupt basal delivery. The patient confirmed that all other pump settings and histories were correct. This complaint is being reported due to the allegation that cessation of insulin delivery without known cause occurred.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no unusual activities between (B)(4) 2011 and (B)(4) 2011 observed in the pump histories. On (B)(4) 2011, delivery was stopped from 7:14 am to 7:20 am for a cartridge change. Basal delivery resumed at 7:20 am. A temp basal program was run on (B)(4) 2011. The basal program was switched to 0 units/hour and no basal delivery was confirmed at 8:47 pm. The original basal program parameters were resumed at 8:50 pm. On (B)(4) 2011 basal delivery was stopped at 11:53 pm for a cartridge change, and basal delivery was resumed on (B)(4) 2011 at 12:05 am. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.